Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set kinked cannula on (B)(6) 2025 leading to hospitalization on (B)(6) 2025. During hospitalization, patient received intravenous fluids of saline and insulin in order to address high blood glucose. Patient was also tested positive for ketones. Patient was not released from the hospital at the time of the report. No further information available.